Event description:
As reported via (B)(6) study, a patient experienced, tachycardia, no reflow and elevated cardiac enzymes. At the time of the index procedure, angiography revealed 80% stenosis in the proximal right coronary artery (rca). The lesion was 18mm in length, de novo and class c, with possible thrombus present prior to pci. The reference vessel was 3.5mm in diameter. The indication for the procedure was a positive functional test for ischemia. Pre-procedure timi flow was 3. A 3.5 x 23mm cypher rx was implanted by direct stenting at 12atm. The stent was post-dilated with a 3.5 x 20mm non-cordis balloon at 16atm per standard procedure with no residual stenosis. The patient had sinus tachycardia (rate 129) during the procedure after intracoronary ntg was given due to transient no-reflow. The tachycardia was treated with intracoronary nicardipine, and resolved in 2 minutes. Later in the evening, the patient experienced a 13 second episode of supraventricular tachycardia that converted spontaneously.

Event description:
Additional information was received on 4/28/2011 from the (B)(4) study cec adjudication minutes. The elevation in cardiac enzymes on (B)(6) 2010 (previously reported) was considered to be a myocardial infarction.

Manufacturer narrative:
Sixteen hours after the procedure, the patient experienced elevated cardiac enzymes with a ckmb of 20 (uln 5) and troponin of 3.679 (uln 0.050). Ck was 183 (uln 215). There were no st or t wave changes per ECG and no new q waves. The patient was asymptomatic and according to the investigator, did not meet criteria for an myocardial infarction. According to the investigator, the tachycardia was related to the index procedure and not cordis product. Concomitant medications: metoprolol 50mg twice daily (B)(6) 2009 continuing; lovestatin 40mg daily (B)(6) 2006 continuing; aspirin 325mg daily (B)(6) 2010 continuing; integrilin intra-procedure; angiomax intra-procedure; clopidogrel 75mg continuing; nitroglycerin intra-procedure; nicardipine intra-procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced hypo-perfusion and tachycardia during a coronary artery stenting procedure and had a run of supraventricular tachycardia later that evening as well as elevated cardiac enzymes. The patient's medical history is significant for a (B)(4) study for ischemia, previous pci (2005) to non-target vessel, family history of coronary artery disease, hyperlipidemia, hypertension, and cancer. The target lesion was the proximal right coronary artery (rca). The lesion was described as 80% stenosed, de novo, 18mm in length with possible thrombus present prior to pci. The reference vessel was 3.5mm in diameter. The lesion was direct stented with a 3.5mm x 23mm cypher stent at 12 atms. The stent was then post-dilated with a non-cordis balloon at 16atms for optimal apposition. The patient had sinus tachycardia (rate 129) during the procedure after intracoronary ntg was given due to transient no-reflow. The tachycardia was treated with intracoronary nicardipine, and resolved in 2 minutes. Later in the evening, the patient experienced a 13 second episode of supraventricular tachycardia that converted spontaneously. Sixteen hours after the procedure, the patient experienced elevated cardiac enzymes with a ckmb of 20 (uln 5) and troponin of 3.679 (uln 0.050). Ck was 183 (uln 215). There were no st or t wave changes per ECG and no new q waves. The patient was asymptomatic and according to the investigator, did not meet criteria for a myocardial infarction. According to the investigator, the tachycardia was related to the index procedure and not cordis product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hypo-perfusion is a known potential adverse event associated with coronary stenting. There are multiple factors that contribute to this type of event, like thrombus present at the time of the implant, vessel spasm and vessel/lesion characteristics. Coronary arrhythmias that occur during the procedure or after the procedure are usually related to the restoration and reperfusion of injured myocardial tissue that is in an irritable state. The irritability will often manifest itself in irregular heartbeats or arrhythmias. Elevated cardiac enzymes may also be related the inherent risk of the procedure related to cracking and splitting of atheromatous material which then releases enzymes into the blood stream, thus giving an elevated level. Review of the information provided suggests that the events the patient experienced are associated with the inherent risks of the procedure. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
Updated complaint conclusion with code of elevated enzymes changed to mi: information received from the (B)(4) study indicated that a patient experienced hypo-perfusion, tachycardia during a coronary artery stenting procedure and had a run of supraventricular tachycardia later that evening as well as a myocardial infarction. The patient's medical history is significant for a positive functional study for ischemia, previous pci (2005) to non-target vessel, family history of coronary artery disease, hyperlipidemia, hypertension, and cancer. The target lesion was the proximal right coronary artery (rca). The lesion was described as 80% stenosed, de novo, 18mm in length with possible thrombus present prior to pci. The reference vessel was 3.5mm in diameter. The lesion was direct stented with a 3.5mm x 23mm cypher stent at 12 atms. The stent was then post-dilated with a non-cordis balloon at 16atms for optimal apposition. The patient had sinus tachycardia (rate 129) during the procedure after intracoronary ntg was given due to transient no-reflow. The tachycardia was treated with intracoronary nicardipine, and resolved in 2 minutes. As a result of the nitroglycerin and nicardipine, the patient experienced nausea and vomiting that resolved following treatment with phenergan. Later in the evening, the patient experienced a 13 second episode of supraventricular tachycardia that converted spontaneously. Sixteen hours after the procedure, the patient experienced elevated cardiac enzymes with a ckmb of 20 (uln 5) and troponin of 3.679 (uln 0.050). Ck was 183 (uln 215). There were no st or t wave changes per ECG and no new q waves. The patient was asymptomatic and according to the investigator, did not meet criteria for a myocardial infarction. According to the investigator, the nausea and vomiting was caused by the vasodilatory medications and the tachycardia was related to the index procedure and not cordis product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents and is associated with an elevation in cardiac enzymes that are a result of the inherent risk of the procedure related to cracking and splitting of atheromatous material which then releases enzymes into the blood stream, thus giving an elevated level and depending on the level may be given a diagnosis of myocardial infarction. Hypo-perfusion is a known potential adverse event associated with coronary stenting. There are multiple factors that contribute to this type of event, like thrombus present at the time of the implant, vessel spasm and vessel/lesion characteristics. Coronary arrhythmias that occur during the procedure or after the procedure are usually related to the restoration and reperfusion of injured myocardial tissue that is in an irritable state. The irritability will often manifest itself in irregular heartbeats or arrhythmias. Review of the information provided suggests that the events the patient experienced are associated with the inherent risks of the procedure. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.